Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable events included distal fiber breakage, dents observed on the outer tube, tube bending, and issues identified with the light guide (lg) connector/prong/cover glass and the blurry image was traced to component failure. However, a definitive root cause for the reportable event stains under the light guide cover glass could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, in the rigid video laparoscope distal fibers were broken. Additionally, dents were observed on the outer tube, the tube was bent, and issues were identified with the light guide (lg) connector/prong/cover glass. A blurry image and stains under the light guide cover glass were also observed. There was no patient involvement.